Event description:
Info received indicates the bed does not send a nurse call when bed exit is alarming.

Manufacturer narrative:
The technician found some of the pins on the connector of the communication cable were bent. He straightened the pins to repair the bed.